Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trial device to treat unknown pelvic health issues. It was reported the trial patient got an infection when they had the trial device. They stated they had, "wires hanging out of them; it was awful." There were no device issues or further patient complications reported at this time.